Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The incident information was reviewed; however, failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information, the cause of the reported perforation could not be determined. The reported patient effect of perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report atrial perforation, medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted cleft like indentation in the posterior mitral leaflet (pml), and thin/short pml. The steerable guide catheter was advanced to the mitral valve, and first clip was successfully deployed. Then a second clip delivery system (cds 10916r190) was advanced to the mitral valve to further reduce mr. However, the pml was extremely difficult to grasp. Some minor manipulations were performed under the valve, but the clip was unable to grasp both leaflets. Therefore, the cds was to be removed, but the clip became stuck under the valve despite maneuvering. Therefore, a decision was made to position the clip to grasp. The clip was able to grasp the leaflets, but insertion of the pml could not be confirmed. The clip was deployed and appeared stable. Then a decision was made to close the atrial septal defect due to a bi-directional shunt. During preparation, mobility was observed on flouro. Apparently, the second clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was due to the cleft like indentation and thin leaflet. Since mr remained the same and the clip remained secure on the anterior leaflet, a third clip was not attempted to be deployed. Two clips were implanted, reducing mr to 1-2. There were no clinically significant delay in the procedure. No additional information was provided.